Manufacturer narrative:
Patient information was unavailable from the site. The unique identifier was not available at the time of reporting. Report source: foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that the system had a broken caster, (B)(6) replaced the caster from the local market which caused an imbalance. The camera articulating arm does not hold. The software was slow and all outside covers were scratched, damaged and not clean. The articulating arm, registration probe and patient reference were missing. Navigation was aborted causing less than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
Patient information was received. Patient weight was not available from the site. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction was made to the patient information. The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and is still under investigation at this time. If information is provided in the future, a supplemental report will be issued.